Event description:
It was reported that during preparation, a stent dislodgement occurred. A 2.50x38mm promus element stent delivery system was being prepared for use, outside of the patient when it was noted that the stent was not on the delivery system. The procedure was completed with another promus element stent. No patient complications were reported and the remainder of the procedure was "smooth."

Event description:
It was reported that during preparation a stent dislodgement occurred. A 2.50x38mm promus element stent delivery system was being prepared for use, outside of the patient when it was noted that the stent was not on the delivery system. The procedure was completed with another promus element stent. No patient complications were reported and the remainder of the procedure was "smooth".

Manufacturer narrative:
Device is a combination product.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. There was a kink in the shaft polymer extrusion 25mm distal to the midshaft hypotube bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).